Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 3 of the bd ultra fine¿ pen needles were found bent at the patient end after the initial injection and realization that the insulin did not flow "smoothly" and came out in "spurts". Additionally, it was reported the consumer had to depress the button five times to complete the dosage. The following information was provided by the initial reporter: "consumer reported finding 3 bent pen needles at patient end after injection. Stated he noticed something was wrong when insulin did not flow smoothly. Stated it was coming out in "spurts", stated he had to push on dose button 5 times to get complete dosage. No injury to report. Does not prime before use. Lot: 8186894, expiration date: 2023-07-31, item: 320122. Discarded samples. Sending voucher."